Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Date of event: the date entered is the date of publication. Neupane s, basir m, tan c, et al. "Feasibility and safety of orbital atherectomy for the treatment of in-stent restenosis secondary to stent under-expansion," catheter cardiovasc interv. 2020;1-6. Https://doi.org/10.1002/ccd.28675 csi ID# (B)(4).

Event description:
Neupane et al., 2020 - a literature article was published in 2020 which indicated the following: a patient developed clinically significant no-reflow phenomenon, which resulted in periprocedural myocardial infarction. There were no reports of equipment malfunction or harmful device/stent interaction with the use of the coronary oa system.